Event description:
Covidien received info stating that a ventilator experienced a malfunction related to a communication issue. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found a defective graphic user interface (gui) to breath delivery (bd) cable. The cse replaced the gui to bd cable, which resolved the reported issue. The ventilator passed all required calibrations, verifications and testing. (B)(4).

Manufacturer narrative:
The covidien field service support engineer (fsse) received a graphic user interface (gui) to breath delivery cable assembly that was reported as having a communications issues. . A visual inspection of the returned cable was conducted, and the following was observed: the gui connector on the cable assembly was damaged; the outer metal surrounding the 13 pin d connector was loose, and forced away from the connector. The retaining screw clips were also damaged. This could have caused poor mating between the cable connector and the gui printed circuit board (pcb), which would result in the reported communication errors. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The functionality was performed, and it was verified a successful running all required tests as detailed in the 840 ventilator service manual. The connector was temporarily repaired to allow testing to be performed. Calibrations procedures were run successfully without any errors. The unit was put into normal ventilation mode. The unit ran successfully in ventilation mode for 25 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. It is not possible to determine, how or where the damage to the cable occurred. Covidien reference # (B)(4).